Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button was not functional. The cause of the non-functional response button is a damaged trace. The root cause of the damaged trace could not be positively identified.   No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's response buttons were not able to activate the device.